Manufacturer narrative:
(B)(4).

Event description:
Procedure: total laparoscopic hysterectomy. According to the reporter: the device was difficult to load. The needle snapped off while trying to pass through tissue. Nothing fell into the pt. The device was difficult to toggle while suturing. However there was no difficulty toggling when outside of the pt. The operating room time was extended by more than 30 minutes but there was no adverse events related to the extended operating room time. There was no bleeding greater than 500 ml and no tissue damage.